Event description:
A report was received that the patient has to charge frequently. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient has to charge frequently. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.